Event description:
The following has been reported: biomed reported: "sn: (B)(6). Description of issue: pump states on screen "pump error". Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.